Manufacturer narrative:
Complaint conclusion: as reported, the grey shuttle of a 5f mynxgrip vascular closure device (vcd) became disengaged during prep and the doctor did not feel comfortable using it. A second 5f mynxgrip vcd was then used, and the sealant did not deploy in the patient. There was no reported patient injury. Two non-sterile ¿mynxgrip vascular closure devices 5f¿ from the same lot involved in the reported complaint were returned for investigation. Visual inspection of the second device showed that the shuttle was disengaged from the black handle, and the syringe was received connected to the device. Additionally, the procedural sheath was returned for evaluation with the unit inserted into it, and blood residues were noted on the sheath. The sealant and the advancer tube were found in their manufactured positions, and the stopcock was found in the open position. The balloon was received fully deflated. The shuttle cartridge and catheter were inspected for defects or anomalies that may have contributed to the reported failure. No defects or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and the distance between the proximal and distal tamp locks, and these measurements were noted to be within specification. Per functional analysis, a simulated deployment test was performed. The shuttle cartridge was able to be advanced and retracted to the black handle without issue, per the mynxgrip IFU, confirming successful sealant deployment. Per microscopic analysis, visual inspection at high magnification showed that the tamp locks were inspected for damages that may have prevented the advancer tube from engaging with the proximal tamp lock during the procedure, and no damages were found. Additionally, the presence of the slit in the outer cartridge, along with an observed tear at the proximal end, was noted. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. Also, there was also a noted on the distal end of the shuttle, which likely occurred due to handling factors/excessive force. However, this did not impact the functional analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing/review. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the grey shuttle of a 5f mynxgrip vascular closure device (vcd) became disengaged during prep and the doctor did not feel comfortable using. A second 5f mynxgrip vcd was then used, and the sealant did not deploy in the patient. There was no reported patient injury. The devices will be returned for evaluation.